Event description:
A torflex sheath valve knob was broken from the sheath. This was discovered upon taking it out of the packaging. The physician attempted flushing prior to requesting a new torflex to continue the procedure. No patient contact.